Manufacturer narrative:
The reported event of device unable to be programmed was not confirmed. As received, the device¿s battery voltage was normal, and it was near bol level. The device was able to be interrogated and programmed using various merlin programmers. Electrical test performed, including mechanical and thermal stress testing and battery assessment indicate normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During device preparation prior to implant, the device was unable to be programmed. The event was resolved by replacing the device. The patient was in stable condition.